Event description:
It was reported by the rep that the nurse reported this handpiece was not working properly. A note was left on the handpiece referring to a solid tone. The surgeon using device was not named. The case was finished with another handpiece. There was no consequence to pt.